Event description:
A caller reported a cartridge alarm 20 that occurred on (B)(6) 2025, at 8:50 pm. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, technical support decided to replace the pump.